Event description:
The reporter contacted lifescan (B)(4) because the patient was unable to test with the subject meter. The customer service representative noted that the patient was possibly testing in the meter settings mode; however, the reported issue was not resolved with customer service troubleshooting because the patient was unable/unwilling to perform a retest on the phone. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.